Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient did not require hospitalization and the cause of the event was unknown. The patient was treated with cefepime (1 g, frequency and route not reported) and injection vancomycin (1 g, frequency and route not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted.